Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with pocket erosion and pocket infection. The patient's implantable cardioverter defibrillator was explanted to avoid the spread of infection. There were no patient consequences.